Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the gas leaked inside the device due to faulty first pressure reducer. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited gas leak sound coming inside the equipment due to defective 1st regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.